Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent a procedure to implant a trapease permanent vena cava filter for the treatment of deep vein thrombosis (dvt). The information indicated that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava. The patient is also reported to have experienced mood swings, difficulty concentrating, loss of focus, depression, anxiety, pain, suffering and fear that the implant has moved or will move and cause injury or death. Information received in the medical records indicated that the patient has a history of chronic pain, anxiety, depression, deep vein thrombosis (dvt), pulmonary embolism (pe), and is allergic to an anticoagulant (coumadin). The patient also has a history of an appendectomy. The filter was placed via the right common femoral vein and was deployed well below the renal veins with the top of the filter at the level of the bottom of the l2 vertebral body. Post deployment images showed good flow of contrast through the filter, and no migration of the filter. The patient tolerated the procedure well. Approximately thirteen years post implant the patient had an abdominal computerized tomography (CT) scan for complaints of right flank pain and burning on urination. The results of the scan were not provided. Fourteen years post implantation, a scan showed that the patient was positive for deep venous thrombosis throughout the right leg beginning in the common femoral vein¿s mid-portion and extending into the superficial femoral and popliteal veins. The patient suffered from occlusive dvts throughout his right thigh. Approximately fourteen years and three months post implantation the patient presented with right facial drooping. A CT of the head was performed and found to be normal with no evidence of hemorrhage or infarction. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without films of the index procedure or post implant imaging, the reported blood clots, clotting and/or occlusion of the ivc could not be confirmed or further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Anxiety, depression, mood swings, facial droop, flank pain and painful urination do not represent a device malfunction and may be related to underlying patient specific issues. As indicated a CT of the head found no evidence of a thrombotic event that would account for the report of facial drooping. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment of deep vein thrombosis (dvt). The device was implanted into the patient¿s right common femoral vein at the l2 level. The device was positively identified by the patient¿s medical records. As a result of the malfunction of the trapease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. Plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this device permanently implanted along with other injuries. Information received in the medical records indicated that the patient has a history of chronic pain, anxiety, depression, deep vein thrombosis (dvt), pulmonary embolism (pe), an appendectomy and then patient is allergic to an anticoagulant (coumadin). The filter was placed via the right common femoral vein. The filter was deployed well below the renal veins with the top of the filter at the level of the bottom of the l2 vertebral body. Post deployment images showed good flow of contrast through the filter, and no migration of the filter. The patient tolerated the procedure well. Approximately thirteen years post implant the patient had an abdominal computerized tomography (CT) scan for complaints of right flank pain and burning on urination. The results of the scan were not provided. Fourteen years post implantation, a scan showed that the patient was positive for deep venous thrombosis throughout the right leg beginning in the common femoral vein¿s mid-portion and extending into the superficial femoral and popliteal veins. The patient suffered from occlusive dvts throughout his right thigh. Approximately fourteen years and three months post implantation the patient presented with right facial drooping. A CT of the head was performed and found to be normal with no evidence of hemorrhage or infarction. Additional information contained in the patient profile form (ppf) state that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava. The patient is also reported to have experienced mood swings, difficulty concentrating, loss of focus, depression, anxiety, pain, suffering and fear that the implant has moved or will move and cause injury or death. The expiration date is november 2004. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The section listed below has been updated. The term 'facial drooping' was included in the event description; however, the term was not coded in the section for patient evaluation codes.

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment of deep vein thrombosis (dvt). The device was implanted into the patient¿s right common femoral vein at the l2 level. The device was positively identified by the patient¿s medical records. On or about fourteen years later, the patient received a scan on his right leg. The scan showed that the patient was positive for deep venous thrombosis throughout the right leg beginning in the common femoral vein¿s mid-portion and extending into the superficial femoral and popliteal veins. The patient suffered from occlusive dvts throughout his right thigh. As a result of the malfunction of the trapease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. Plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient on or about (B)(6) 2002 underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment of deep vein thrombosis (dvt). The device was implanted into the patient¿s right common femoral vein at the l2 level. The device was positively identified by the patient¿s medical records. On or about (B)(6) 2016, the patient received a scan on his right leg. The scan showed that the patient was positive for deep venous thrombosis throughout the right leg beginning in the common femoral vein¿s mid-portion and extending into the superficial femoral and popliteal veins. The patient suffered from occlusive dvts throughout his right thigh. As a result of the malfunction of the trapease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. Plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.